Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine system implant procedure, the right atrial (ra) lead was difficult to insert into the device header of this pacemaker. An additional attempt was made after loosening the set screw further and although still difficult, the lead was able to be inserted into the device header. Normal implant testing results were then observed. This device remains in service. No adverse patient effects were reported.